Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized due to tubing not staying and detaching from insulin pump which caused high blood glucose. Customer had a 911 call on (B)(6) 2016 with blood glucose of 690 mg/dl. Customer had symptom of dehydration and was in diabetic ketoacidosis. Customer had been disconnected from insulin pump for a few hours prior to 911 call. Customer was sent to a continue care community. Customer received assistance in reconnecting insulin pump after being disconnected for about two weeks. Customer would call back to troubleshoot.